Event description:
It was reported that the user experienced sustained high blood glucose after lunch while using the ilet system, with visible drops during tubing fill and no bent cannula observed upon infusion set removal; a tubing, connector, and site change were completed, and insulin remained in the cartridge. Symptoms included hyperglycemia with a reported blood glucose of 371 mg/dl. Outcomes included ongoing elevated glucose requiring troubleshooting and planned follow-up. Investigation included user-guided troubleshooting focused on the infusion set, tubing, and site, and review of alerts, which showed only high glucose notifications. Investigation of this case revealed no confirmed occlusion, no bent cannula at removal, and no device alarms, with the issue remaining cause unclear after set and site replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.